Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that when a pressure was placed on the pocket site it pinches a nerve in the leg due to ipg placement. In addition, patients device was getting hot. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was relocated and ipg was replaced. Device malfunction was suspected. The patient is doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that when a pressure was placed on the pocket site it pinches a nerve in the leg due to ipg placement. In addition, patients device was getting hot. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was relocated and ipg was replaced. Device malfunction was suspected. The patient is doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that when a pressure was placed on the pocket site it pinches a nerve in the leg due to ipg placement. In addition, patients device was getting hot. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was relocated and ipg was replaced. Device malfunction was suspected. The patient is doing well postoperatively.